Event description:
A literature article described a patient who underwent minimally invasive cardiac surgery (mics) for mitral valve repair (mvr) using a da vinci robotic system. The patient had an intraoperative liver injury during the procedure. This patient was a female in their mid-60s, and an hour after aortic clamping, there was a drop in hemoglobin. A transesophageal echocardiogram revealed bleeding around the liver. The patient was diagnosed with intraperitoneal bleeding. After the mvr, hemostasis was performed to address the liver bleeding. The damage area was s4/s8, and the estimated blood loss was 4500 milliliters. There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
There is insufficient information on the procedure date and thus a system log was not available to be performed. There is also insufficient information to determine the specific system that the procedure had complication, only da vinci xi and si system were mentioned in the article without the specific product information. Therefore, the product is reported as not applicable. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: the patient in this literature article sustained a liver injury during a robotic cardiac procedure. How this occurred was not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event. Citation: taki, r., sekine, k., ohashi, a., et al. Two cases of intraoperative liver injury during minimally invasive mitral valve repair (mics mvp) using the da vinci surgical robot.